Manufacturer narrative:
Product complaint # (B)(4). 510k: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed and no conclusion could be drawn at the time of filing this report. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent for a surgery. During the surgery, the reamer broke inside the bone. Again the 4.0mm reamer was used off the tray. The reamer again snapped off inside the patient. It was not confirmed that all fragments were removed. It was unknown if the surgery completed successfully. The patient outcome was unknown. Concomitant device reported: unknown operace extraction (part# unknown, lot# unknown, quantity 1). This complaint involves one (1) device. This report is for (1) unk reamers. This report is 1 of (B)(4).